Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/27/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: -where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) --inside the sterile barrier - please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? - are there any photos of the foreign matter available? --please refer to attached photo. - is it possible that the foreign material fell into packaging upon opening of device? --no - was the product seal on the foil still intact when the package was opened? --yes - will the device be returned for evaluation? If yes please return all relevant packaging material --yes - was the procedure completed without any adverse effect to the patient? --yes to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that it was found that there had been foreign matter (as the photo shows) immediately once opened the package when preparing for surgery . Changed another one to complete the surgery. There is no report on patient's injury. Additional information was requested.